Event description:
It was reported that the ventilator pigtail, which was caught in a wheelchair, pulled out of the ventilator. As a result, the ventilator shut down while connected to a patient. The customer also reported the ventilator intermittently reset itself. The patient is able to breathe for periods of time without ventilatory support. No patient harm reported.